Manufacturer narrative:
Upon review, it was identified that the e4 was inadvertently omitted during initial report and has now been provided following follow-up.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
64-year-old male patient with cardiomyopathy on ECMO as primary support device, implanted with impella cp via left femoral artery. Pump experienced one suction event, which was resolved with standard troubleshooting of volume administration, impella pump supported patient for an additional day with not issues. Family withdrew care due to neurological death, and patient expired. Impella to be conservatively coded to death, however it is unlikely the pump is related to patient death.

Manufacturer narrative:
B2 (date of death) has been added as this was omitted from the initial mw submitted. Ppae (hemodynamic instability): the root cause of the injury was not determined due to insufficient clinical details.